Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/11/2024, a sales representative reported via sems(B)(4) that an ar-12990 knee scorpion had the needle get stuck in the gun. The needle then broke and could not be removed from the shaft. Another knee scorpion was used to complete the case. This was discovered during a procedure, with no reported patient harm. Additional information was received on 7/2/2024: this was discovered during a root repair procedure on 07/02/2024 with a 2-5 minute delay.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Functional testing found that the needle cannot be fully inserted and gets stuck inside the shaft of the device. Visual inspection noted discoloration and fading. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.